Manufacturer narrative:
Device analysis: device analysis confirmed that a balloon pinhole was visible approximately 1mm distal to the distal edge of the distal markerband. Microscopic examination of the balloon material at the leak site could not identify any issues with the balloon or the distal markerband that could have potentially contributed to the occurrence of the pinhole leak. A review of the manufacturing record for batch 9230412 shows that the device met its material, assembl, and product specifications. No additional complaints have been received for batch 9230412. The root cause of the complaint incident could not be identified.

Event description:
Reportable based on analysis approved on 04/26/2007. It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon inflation difficulites occurred. The long, diffuse lesion located in the left common iliac artery was 80% stenotic with calcification. The physician crossed the lesion with a 0.035" guidewire and predilated with a 6mm x 40mm balloon. Following predilation, the physician deployed a stent from the common iliac bifurcation to the internal iliac artery. The stent required post- dilation and when the physician attempted to inflate this balloon, it was not able to dilate the stent at 4 atms and blood entered the inflation device. The procedure was successfully completed with another size of the same balloon. There were no reported patient complications and the current patient condition is reported as "good."